Event description:
This lv lead was implanted on (B)(6) 2005 and remains implanted at this time. In a call placed to technical services on (B)(6) 2018 loss of capture was noted on this lead in (B)(6) and was programmed lv to rv. The physician was dr. (B)(6) at an unknown hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).